Event description:
During testing, customer reported that there was a hole in the pneumatic hose of the drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose had a hole, so the hose assembly was replaced. The device was repaired and returned to the user facility.